Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 120 units of insulin, and the insulin gauge remained static at 60 units. Subsequently, the customer was unable to recall observing the plus sign in front of the fill estimate value. The customer's blood glucose level was 116 mg/dl.